Event description:
It was reported that during the implant procedure, when connecting the device into the leads, the rv and hvb setscrews would not work correctly. Three different screwdrivers were used. Consequently, a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, visual analysis noted grommet damage and setscrew loose/detached.